Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker, exhibited noise oversensing. Which resulted in pacing inhibition, causing the patient to lose consciousness. The x-ray and fluoroscopy revealed no anomalies and the lead was not tested, during the revision procedure, as the patient was fully dependent. However, the physician noted that the cause may be a small micro-fracture. The lead was subsequently abandoned surgically. No additional adverse patient effects were reported.